Manufacturer narrative:
Visual inspection of the iunihg certain® gold-tite® hexed screw confirms that the screw has fractured near the threaded portion of the screw. Only the threaded portion of the screw was returned for evaluation. DHR review could not be completed as the lot number was not provided. A definitive root cause for the fracture cannot be determined.(B)(4)

Event description:
The doctor reports that the abutment screw has fractured.

Manufacturer narrative:
Device not returned to manufacturer. Device not returned to manufacturer.